Event description:
It was reported that the pacemaker did not exhibit radiofrequency telemetry connection. No intervention was done. There was no patient involvement.

Event description:
The pacemaker was not used and replaced.